Event description:
It was reported that after device unpacking and before use in the patient, the physician touched the distal part of the guide wire and it was noted that some dark residue was present on the gloves. It was suspected to be the coating from the distal section of the guide wire. The device was not used in the anatomy, but was discarded. There was no patient involvement. A different guide wire from the same box/lot was used and no residue was noted. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with the guiding catheter, and/or interaction with a torque device. It is possible that the guide wire interacted with other devices prior to use and caused the polymer damage as reported; however, this could not be confirmed. The guide wire was not returned which may have aided in the evaluation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause could not be determined for the peeled polymer coating and there is no indication of a product quality deficiency. The polymer coating is inspected multiple times during the manufacturing process. Additionally, quality control performs on line reliability testing to verify product quality.